Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump fell. Per reporter a nurse noticed "that it appeared trauma had been caused as the tube was leaking and blood was present." It was reported that the patient "expressed nil concerns and when asked if she was suffering from any abdominal pain she said no." It was reported that the patient would be subsequently taken to the hospital for assessment.